Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had the device removed. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. It was noted that the patient had been using the device with effective pain relief prior to the event.